Manufacturer narrative:
A ge service rep performed an onsite investigation. The sram was evaluated and identified as an end of life component. No repair could be completed and the customer discontinued use of the device. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The fse reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.